Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to a crack on the switch box, water tightness was lost. Due to clogging of the air/water tube, water removal ability did not meet the standard value. Due to clogging of the air/water tube, no air was fed. The forceps channel port had a scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover was shaved. The grip, connecting tube, and universal cord had a scratch. The air/water cylinder and suction cylinder had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, there was a blow in the control section of the gastrointestinal videoscope. The issue was detected after the procedure. No patient harm reported. During the evaluation of the device, it was noted the air/water channel was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the clogged air/water channel with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested event was presumed to be an accessory such as the water container or air/water valve which was used with the endoscope, was broken and got into the air/water channel. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU): ¿·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function ·inspection of ancillary equipment¿ the user can reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ¿·to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water]channel cleaning adapter (mh-948) after each patient procedure. ·the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.